Manufacturer narrative:
(B)(4).

Event description:
Procedure: according to the reporter: after it was inserted into the patient the balloon could not be inflated even by injecting the air. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.